Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. According to the report, the patient was making strange noises while sleeping. The spouse was unable to rouse the patient and he had decreased levels of consciousness, so the spouse called an ambulance. When emergency medical service arrived, the cgm receiver was reading 133 mg/dl and the blood glucose reading was 14 mg/dl. The patient was transported to the emergency department where the hypoglycemia was treated with carbohydrates and the patient recovered after treatment. The patient was discharged after about 2 hours. There was no documentation of medical intervention or further evaluation. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.